Event description:
The issue involves drug formulary update in medication administration, and causes certain medications to have the incorrect default and alternate give amounts as listed in system manager. These medications include multi-dose oral suspensions with volumes of 30 ml or less for the following medications: azithromycin, oseltamivir, and ceftibuten. If a clinician scanned on of these medications to administer a dose, the dose field on the administration details screen will display the entire package size as the volume, but only display the drug strength amount contained in 5 ml of the suspension. For example, if a 30 ml bottle of azithromycin 200 mg/5 ml is scanned, the administration details screen will display 200 mg as the dose amount and dose units and 30 ml as the volume amount and volume units. The volume to administer for a 200 mg dose is incorrect and, if the dose is changed by the clinician, the incorrect volume would be calculated for the new dose amount. Pt care may be affected as clinical decisions could be based on inappropriate info. This issue could mislead the clinician in determining the correct volume to administer to obtain the ordered dose. In addition, this issue could lead to the incorrect documentation of the dose on the medication administration record (mar). Co has received communication of a pt event as a result of this issue 2008, where an adult pt received 1200 mg azithromycin instead of the 250 mg ordered by the clinician. No adverse effects were reported in association with this event.

Manufacturer narrative:
Co has distributed a priority review flash notification september 5, 2008, to all potentially impacted client sites. The software notification includes a description of the issue and an interim workflow adjustment to prevent the malfunction. A software modification has been developed and distributed september 5, 2008, to address the issue for all sites that could be potentially impacted. Co corporation considers this issue resolved and no further narrative is required. Add'l model: 3.5/4.0 dfu.